Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: whisper es, sion. Microcatheter: corsair 150. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that using a femoral artery access approach during a procedure of the heavily calcified, chronic totally occluded distal right coronary artery (rca) the powerturn ultra flex guide wire was advanced with the support from a corsair microcatheter but it failed to cross the lesion. Additional information received noted that some resistance was met when the corsair was inserted over the guide wire and it was advanced until the corsair became stuck over the guide wire. Both devices were removed as a system without issue. Outside the anatomy the devices were separated and the powerturn ultra flex was damaged. The same corsair was used in the procedure. The powerturn ultra flex was not used again. A whisper es guide wire was used with the same corsair and was advanced to the lesion but could not cross. The device was removed and a non-abbott guide wire was used with the same corsair and was successful in crossing the lesion. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.